Event description:
Information received indicates the right front caster is broken causing the bed to be unstable.

Manufacturer narrative:
The technician replaced the right front caster to repair the bed.